Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. As received, a complete lead with stylet stuck was returned in one piece. The ptfe coating of the stuck stylet was stripped and was found bunched up with the inner coil distal to the connector pin. The connector pin and crimp sleeve were found pulled through the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead during the procedure. The connector cap was in place and intact in the connector assembly. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin to be pulled through the connector assembly.

Event description:
During attempted implant, the stylet could not be removed from the left ventricular (lv) lead, leading to lead damage and prolongation of the procedure. The patient was stable following the procedure and there were no adverse consequences.